Manufacturer narrative:
Correction: the following fields were corrected: d4: medical device lot #: 0345053, d4: medical device expiration date: 2023-11-30, h4: device manufacture date: 2020-12-18. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-15. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used nexiva unit that was returned without the needle assembly. A leak test was performed and leakage was observed from the catheter tubing at the nose of the adapter. The reported defect was confirmed. Microscopic inspection of the tubing revealed a hole in the tubing wall and damage/skiving along the inner wall of the catheter. This type of defect can occur during the manufacturing process or in the clinical setting. As the device has been used, bd was unable to determine with certainty whether the defect originated during manufacturing or handling of the device. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a nexiva 24ga 0.75in y leaked during use. The following was reported by the initial reporter: "rn noticed n/s leaking under piv dressing/tegaderm. Once removed the nexiva - tried running n/s noticed leakage from where the plastic catheter connects to the butterfly section."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a nexiva 24ga 0.75in y leaked during use. The following was reported by the initial reporter: "rn noticed n/s leaking under piv dressing/tegaderm. Once removed the nexiva - tried running n/s noticed leakage from where the plastic catheter connects to the butterfly section."